Manufacturer narrative:
No product has been returned for investigation as it remains in-situ. No allegation of product malfunction reported. Even though the cause of hematoma formation is unknown, it was reported bones were clogged and hard when implanting the bone graft into the intervertebral disc. P

Event description:
On (B)(6) 2018 a patient underwent a maximum access surgery transforaminal lumbar interbody fusion procedure at l4-s1 levels followed by posterior fixation. Post-operatively hematomas were detected and a revision surgery was performed.